Event description:
It was reported that: "(B)(6) 2025, the doctor found cuff leakage when using on patient. Change new one.the second one also found cuff leakage during use. Change the third one. There was no reported patient harm or consequence." Associated complaints 3009307931-2025-00039 and 3009307931-2025-00038.

Manufacturer narrative:
(B)(4). The customer complaint was confirmed through the investigation of the returned sample. The customer returned an actual sample was received for investigation. Functional and visual testing confirmed the presence of leakage due to a tear on the cuff of the laryngeal mask. According to IFU, a pre-use performance test must be conducted prior to use. During this test, the user is required to inspect the surface of the laryngeal mask to ensure it is free from cuts, tears, scratches, and kinks. Furthermore, the cuff must be successfully inflated and deflated before use. A device history record review was performed and there were no relevant findings. A review of manufacturing process revealed that the cuff undergoes a 100% inspection during manufacturing to ensure product integrity. Therefore, the root cause of the tear could not be determined, as the defect was not present during manufacturing inspection and may have occurred post-manufacture or during use. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "on (B)(6) 2025, the doctor found cuff leakage when using on patient. Change new one.the second one also found cuff leakage during use. Change the third one. There was no reported patient harm or consequence." Associated complaints 3009307931-2025-00038.